Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the surgeon, the patient developed an infection and a cholesteatoma resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.